Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.5 inr, reference: 2.8 inr, mean: 2.15, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limit's for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr: 1.2, 2nd inr: 1.3, mean: 1.25, sd: 0.07, %cv: 5.66. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Patient's medication may effect inr testing. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.2, retest inratio: 1.3; (B)(6) 2011, inratio: 1.5, lab: 2.8. Patient's target therapeutic range is 2.0-3.0. On (B)(6) 2011, results done within minutes of each other. On (B)(6) 2011, results both done in the morning.